Event description:
It was reported that perforation, pericardial effusion, cardiac tamponade, cardiac arrest, and blood loss occurred. A left atrial appendage (laa) closure procedure was performed. Laa evaluated prior to procedure (no clot, no cardiac effusion). Groin was accessed, and a transeptal puncture was performed (10,000 units of heparin given prior to tsp). Left atrial access was verified via transesophageal echocardiogram (tee) and fluoroscopy imaging. The non-bsc dilator was removed and a pig tail catheter was inserted over the non-bsc guidewire. Pressure was verified in the la and normal watchman placement procedure was started. At the time, the 27mm watchman laa delivery system was snapped into the watchman access system and the devices made a hole in the back wall of the appendage. The patient decompensated and a code was called during repositioning. Cardiopulmonary resuscitation was initiated and pericardial effusion was noted. Percardialcentesis was performed but bleeding remained uncontrolled a clip was used as the team continued to tear the appendage while trying to ligate the tissue. The surgical team was called and auto reinfusion of whole aspirated blood, as well as use of banked whole blood was given. More than 500cc of blood was removed. The surgeon initially created a cardiac window for drain placement, but bleeding continued and an open-heart procedure was required. The patient was placed on bypass and a small tear in the laa was repaired (patients cardiac tissue found to be friable, and repair was somewhat difficult as a result). Patient came off bypass easily and surgical closure was without issue; dual chest tubes were inserted, and patient was taken to the cardiac intensive care unit for recovery. The procedure was aborted. The patient is expected to fully recover.